Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis featuring c3® deployment system. On (B)(6) 2016, the aneurysm measured 67 mm. On (B)(6) 2016, the aneurysm measured 60 mm. On (B)(6) 2017, a persistent prominent type ii endoleak from lumbar arteries with enlargement of the excluded aneurysm sac was identified. On (B)(6) 2017, a reintervention occurred whereby embolization of the endoleak with ethiodol and glue was performed. On (B)(6) 2017, the aneurysm measured 74 mm. On (B)(6) 2017, the aneurysm measured 74 mm. On (B)(6) 2019, the aneurysm measured 84 mm. On (B)(6) 2019, another reintervention occurred whereby CT guided needle placement and trans-sac embolization with glue was performed to treat the recurrent type ii endoleak with an enlarging aneurysmal sac.